Event description:
A malfunction on the pump was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and advised them to contact support again if the malfunction code reappears. No further issues were reported.